Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary left l5-s1 spinal root decompression. In 11/00, the patient presented with "increased neurologic deficit (foot drop). The investigator noted the event as moderate in intensity. Physician ordered an MRI which was negative and prescribed post op therapy and antiinflammatories (celebrex 100 mg po qd and vioxx, 12.5 mg po qd). The outcome of the event was resolved with treatment in 4/2000. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as an illness being treated. In 03/00, the patient presented with "recurrent leg pain". The investigator noted the event as mild in intensity. Physician ordered and MRI which was negative and prescribed therapy and antiinflammatories (unspecified). The pain had diminished to only intermittent frequency upon the last visit. It is unknown if this condition resolved as the patient was lost to follow-up, no further data available. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as the illness being treated. In 5/00, the patient presented with "left thigh pain". The investigator noted the event as mild in intensity. Physician prescribed the use of crutches. The physician reported that the patient tripped resulting in a possible quadriceps strain. It is unknown if this condition resolved as the patient was reported lost to follow-up, no further data available of adcon-l. The investigator noted a possible explanation for the event as the patient fell and strained a muscle.